Manufacturer narrative:
(B)(4). Date sent: 7/28/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts could not be made to obtain more information as contact information was not provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: yang r, yang y, deng y, yang q. A novel technique for low-rectal cancer: pushing the anus in laparoscopic radical resection. Medicine (baltimore). 2025 jul 4;104(27):e43267. Doi: 10.1097/md.0000000000043267. Pmid: 40629572; pmcid: pmc12237336. The aim of this study is to introduces a new and safer technique in laparoscopic radical resection of low-rectal cancer to reduce the number of stapler cartridges used during operation and reduce the incidence of postoperative anastomotic leakage. Between january 2015 and july 2020, a total of 237 patients with rectal cancer from the affiliated hospital of southwest medical university. In 151 cases, the surgeon used the stapler cartridges (ethicon intraluminal linear staplers ec60a, ethicon) to transect the edge of tumor of the rectum (conventional surgery group; n = 151). Reported complications are : -anastomotic leakage (n=?). In conclusion, these results proved that with pushing the anus forward during the process of transecting the rectum, the sphincter-preserving surgery can be performed more safely.